Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation, one of the grippers would not lower to 120 degrees. Troubleshooting was performed and still remained stuck at approximately 100 degrees. The clip was discarded, and another clip was prepared. 2 mitraclip were implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information and without the returned device to analyze, a cause for the reported difficult completely lowering a single gripper could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.